Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada's canada vigilance program which states, "pump received in vgh biomedical engineering with a note stating ¿possibly malfunctioned equipment. IV set rate at 100 cc/hr. Machine gave a bolus of at least 500 cc in less than 1 hr. Please check¿. Biomedical engineering and professional practice were unable to identify where the pump was sent from. The message on the pump has been interpreted as a suspected over infusion."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada's canada vigilance program which states, "pump received in (B)(6) biomedical engineering with a note stating ¿possibly malfunctioned equipment. IV set rate at 100 cc/hr. Machine gave a bolus of at least 500 cc in less than 1 hr. Please check¿. Biomedical engineering and professional practice were unable to identify where the pump was sent from. The message on the pump has been interpreted as a suspected over infusion." There was no information on patient impact.